Event description:
It was reported that during a da vinci si prostatectomy procedure, the patient sustained a possible injury of the inferior epigastric artery upon entry of a trocar. The clinical coordinator indicated that the patient had excessive bleeding and was referred to a trauma surgeon on post-op day 2. According to the clinical coordinator, the arterial injury was discovered during exploratory surgery. On (B)(6) 2013, intuitive surgical inc. (Isi) contacted the clinical coordinator. She was not present during the reported event. She did not know who the manufacturer was of the trocar involved with the event. She also did not know if the trocar entry was related to a robotic port or a laparoscopic assist port. The clinical coordinator stated that the patient was currently stable and has since been discharged home after the event occurred. No additional information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the intra-operative complication experienced by the patient. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient sustained an injury to the inferior epigastric artery during trocar entry. However, at this time, the manufacturer of the trocar and the details of how the injury occurred are unknown. In addition, there is no allegation that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the surgical procedure.